Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having issues connecting to carelink. Customer also mentioned that they were recently hospitalized for diabetic ketoacidosis. The customer's blood glucose reading was unknown at the time of incident. No further details provided.